Event description:
The explanted generator was returned to the manufacturer on (B)(6) 2012 and analysis has since been completed. During analysis, the generator was successfully communicated with. The results of bench diagnostic testing indicated the device was operating properly. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up was performed and it was indicated that all of the programming systems at the physician's office were operating properly.

Event description:
Additional information was received that the physician had been convinced there was an ¿issue¿ with the generator when he was unable to interrogate the device.

Event description:
It was initially reported that the patient was being scheduled for a generator revision for an unknown reason. Follow up was performed and it was indicated that the neurologist was unable to interrogate the generator, so they replaced it as they believed it was dead. It is currently unclear why the generator could not be communicated with as, even at end of service, communication with this generator should be possible. The generator was explanted on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, from the physician indicating that he was first unable to interrogate the generator on (B)(6) 2012. He checked the wand battery, tried multiple programming systems, checked all of the cable connections, made sure the handheld was unplugged from the wall, and was able to palpate the generator and confirm that the wand was over the generator. The last time the generator was interrogated was on (B)(6) 2011. The patient's settings were also provided from (B)(6) 2011. Based on those settings, the generator would not be expected to be at end of service. Attempts for product return have been unsuccessful to date.